Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial tachycardia. This crt-d remains in service. No additional adverse patient effects were reported.